Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 37791, product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (dtc) (B)(4) found bent connector pins on the cable assembly. (B)(4).

Event description:
A consumer reported the recharger wouldn't charge and the power cord looked beat up. The connector was broken. Additional information received from the consumer indicated they did not receive all the replacement parts and the implantable neurostimulator (ins) was probably down to 0%. They also needed a recharging antenna because it was not making a connection. No patient symptoms were reported and the ins was indicated for post lumbar laminectomy syndrome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.